Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the reason for the low bg was unknown. The customer drank soda to address low bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.